Event description:
The suspect device was returned for basic preventive service. No problem was reported at that time. During servicing, it was reported that the audible alarm failed to sound. No injury occurred as a result of the reported malfunction.